Event description:
An ophthalmic surgeon reported that foreign material expelled from the aspiration port into the patient's eye during a vitreoretinal procedure. The foreign materials were removed as much as possible during the procedure. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A device history record (DHR) review for each of the lots was conducted; no anomalies were found. The product was released based on the manufacturer's acceptance criteria; no additional investigation is required based on DHR reviews. A complaint history examination indicates two additional complaints were associated with the probe lots from the same customer. No product sample was received fro evaluation. A dvd of the surgery was received and reviewed. It appears that at some period during the vitrectomy segment of the surgery, the doctor does not like something with the probe. At that time the aspiration and cutting appears to be acceptable, with no flow from the probe observed. Several times, later in the surgery, there are small bubbles or foreign material that does flow away from the probe when the aspiration rate (mmhg) is reduced to almost zero. The evaluation does indicate that there is some flow moving away from the probe when the aspiration rate is stopped during the surgery. It cannot be determined what this flow is comprised of and what is occurring based on the video. The cause of the back flow from the port cannot be determined as the probe does not have any feature that controls the back flow of material out the probe port. The use of the probe by the end user and the machine settings would be a more probable cause for the back current from the probe port. (B)(4).